Event description:
The customer reported that pump serial number (B)(4) has system error 322 alarms. Device was in ICU. There was no pt injury reported. No further info was available.

Manufacturer narrative:
(B)(4). The device was received at baxter for eval. The system error 322 was reproduced during testing. Physical inspection found that the upper aux. Flex was not secured perpendicular to the j1 connector of the I/o pcb. The misaligned connection can trigger an intermittent system error 322. The upper aux. Was replaced.